Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery cap on their insulin pump was damaged and that the device received the failed battery test alarm. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test alarm, and the customer was advised to insert a new battery. No products were returned or shipped.